Event description:
Household bed motor item# 1503m by richmat 1 and drive installed in invacare 500ivc series bed failed. Motor housing has failed shortly after one year of daily use (about 16-20 hrs per day) for the second time. Failure causes bed head to fall from the full up position to the full down position. In normal use, motor housing is placed under up to 1000 lbs of tension at rated load of 450lbs (assuming up to 250 lbs upper body lifted by a 4:1 leer arm). In my events, it is failing with (B)(6) patient, so motor is only under about (B)(6) lbs of tension. The plastic housing clearly is underdesigned for the application, and this device and beds containing it are unsafe for normal household use. I see an adverse event report in 2008 awaiting a previous recall for failed welds of an earlier version of a similar product. Risk: I have a grandchild age (B)(6) with autism living in the house, who in normal household setting could be severely injured if this device falls like this when he is playing behind the bed. This is against the rules, but he misbehaves. Also, the patient's head or back could be injured, and a caregiver's limb could be injured. Previous failure was on (B)(6) 2014. Drive medical design and manufacturing is (B)(4).